Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Gross, microscopic evaluation and functional testing were performed. The investigation is confirmed for the reported fracture issue as a partial circumferential break was noted to the catheter approximately 6.1cm from the distal end of the cath-lock. Furthermore, the edges of the partial compound break were observed to be granular on both region. Upon infusion, leaking was noted from the partial circumferential break. Also, based on the dimension evaluation valve slit length is within the specification. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that eight months post placement procedure, the tip of the catheter was allegedly had split. The port system was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that eight months post placement procedure, the tip of the catheter was allegedly had split. The port system was removed. There was no reported patient injury.